Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported; " this lead myopotential oversensing in unipolar with sensitivity at 2.5mv. No oversensing was observed in bipolar with sensitivity at 1 mv, all though noise was noted on the lead. R-waves in bipolar were 2.3 ? 7 mv, in unipolar they were 5.9 to 6.8mv." No intervention was noted.